Event description:
A nurse from a medical center in (B)(4) was testing a patient's blood glucose. When she removed the lancet from the microlet2 lancing device, she received an accidental needlestick. The nurse stated that she went to the hospital after the incident to have lab tests performed. She stated that the results were good and everything was ok. No other information was provided. At this time, it's not known if the lancing device will be returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.